Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review showed four other similar product complaint file(s) from this lot. (196839, 196841, 196843 and 202879).

Event description:
It was reported that the product leaked.